Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's left ventricular lead had high capture thresholds. Programming changes were completed to address this issue. The patient was stable throughout.